Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿291 mg/dl¿ compared to feeling/normal reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient tested on the subject meter on (B)(6) 2014 at 10 am and obtained a reading of ¿291 mg/dl.¿ according to the patient, she does not take any diabetes medication to manage her diabetes. Within 20 minutes of the alleged high reading, her blood glucose level dropped and she almost passed out. She was able to administer self treatment with oral glucose at around 10:45 am. During troubleshooting, the patient confirmed her unit of measurement was correctly set. The test strips were within the discard date. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after obtaining an alleged elevated blood glucose reading on the subject lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.